Event description:
The device was returned with no info.

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed s2 corrosion or s2 corrosion with mechanical wear. The upper shaft of gear two had wear and the upper jewel for gear two contained residue, corrosion and residue were also seen in various other areas of the pump. Per analysis, the pump contained fentanyl and baclofen. See scanned pages.